Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b cross action fell apart while brushing; small pieces. No adverse event. Case description: a male consumer, age unspecified, reported via e-mail on 18-oct-2016 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill cross action fell apart after a week of use. The reporter stated he was lucky he did not swallow small pieces. No symptoms developed.